Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the non- tortuous and severely calcified right superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was retrieved from the patient's body and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 23mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the non- tortuous and severely calcified right superficial femoral artery. A 4.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was retrieved from the patient's body and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient was doing well.